Manufacturer narrative:
There are no reported issues with other components from this lot. Stem subsidence and post-operative periprosthetic fracture is multifactorial, including but not limited to trauma, surgical technique, patient compliance, and bone quality. Bone fracture cannot be attributed to design malfunction based on details provided.

Event description:
Two-weeks post-op the patient heard a pop while getting off the toilet. Xray showed a periprosthetic femur fracture and significant stem subsidence. Surgeon revised the stem only with a competitor stem.